Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. The representative noted that there were two subsequent sessions on (B)(4) 2017 where after leaving the setup equipment task the verify instrument task was entered, tool cards were added, and the session ended without further logging. The next session, less than five minutes later, showed that the user was able to acquire o-arm scans, navigate, and shut down. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, when verifying the navlock instruments, the application restarted while verifying the instruments. The same issue occurred 3 times in a row. The second time it was after the site added two tool cards and attempted to change tips. The system worked on the 4th attempt. It was also reported that while this issue was occurring, the navigation system was outputting video to an external monitor which the site disconnected while the 4th reboot occurred. The issues occurred while the surgeon was exposing so navigation was not impacted. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.